Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was displayed as charging when not plugged into a power source. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.